Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros na+ result was obtained from vitros performance verifier (pv) I f9070 using vitros na+ slide lot 4249-1081-1256 on a vitros 5600 integrated system. The most likely assignable cause of the event is an instrument related performance issue. A diagnostic vitros na+ within-run precision test was outside of acceptable guidelines, indicating the vitros 5600 integrated system was not performing as intended. Acceptable na+ performance was obtained after performing the routine maintenance procedures of replacing the electrolyte reference fluid (erf) tubing, the erf carrier assembly and clean the potentiometric incubator ring and the tip locator. The vitros na+ result of 136.6 mmol/l is similar to the vitros pv ii h9306 calculated mean, and therefore, the customer was asked if pre-analytical sample mix up was the potential assignable cause of the event. The customer could neither rule out or confirm that pre-analytical sample mix up occurred. Therefore, pre-analytical sample mix up could not be completely ruled out as contributing to the event. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros na+ slide lot 4249-1081-1256.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros na+ result was obtained from vitros performance verifier (pv) I f9070 using vitros na+ slide lot 4249-1081-1256 on a vitros 5600 integrated system. Vitros pv I f9070 result of 136.6 mmol/l vs. The baseline mean of 117.6 mmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros na+ result was obtained from a non-patient quality control sample. The investigation determined that patient samples were affected, however, there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).